Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (unspecified number) one-link neutral luer activated device ¿came undone¿ (disconnected) from a stopcock device and caused a leak of a chemotherapy drug. This event occurred during an infusion at the hospital in a patient¿s room. It was reported that the chemotherapy spill was cleaned up and that the spill did not have an adverse effect to either the patient or the staff. There was no patient injury or medical intervention associated with this event. No additional information is available.